Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin result which questioned by the physician generated from architect c4000 processing module for one pediatric patient. The results provided were: total bilirubin=22.7 mg/dl /repeated=2.1 mg/dl which is questioned by the physician /repeated on different instrument=22.9 mg/dl laboratory reference range for total bilirubin critical=> 18.0 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
A definitive cause of the discrepant result was not identified, therefore, the architect instrument, serial number (B)(6)), list number 02p24-40 arc c4000 intgr, was considered the likely cause. However, a pre-analytical sample issue cannot be ruled out. A review of the architect c4000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect (B)(6) processing did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6).

Event description:
The customer observed falsely decreased total bilirubin result which questioned by the physician generated from architect c4000 processing module for one pediatric patient. The results provided were: total bilirubin=22.7 mg/dl /repeated=2.1 mg/dl which is questioned by the physician /repeated on different instrument=22.9 mg/dl. Laboratory reference range for total bilirubin critical=> 18.0 mg/dl there was no reported impact to patient management.